Manufacturer narrative:
A ge rep evaluated the system and replaced the fluoro functions board. The system operates as intended.

Event description:
The customer reported there was a communication failure error message. This error may cause the system to lockup or not to boot.